Event description:
The manufacturer representative reported a pt experiencing withdrawal (no specific symptoms reported). A dye study was performed which showed a motor stall had occurred. There were no audible alarms or beeps heard. The pt recovered without sequela. Additional info has been requested from the hcp but was not available on the date of this report.